Event description:
Alleged per clinical trial dvl-he-020: on (B)(6) 2014, the patient underwent primary ventral midline open hernia repair procedure, during which a xenmatrix surgical graft was trimmed and placed in underlay fashion intra-peritoneally and fixated using sutures. Fascia was achieved using interrupted sutures and full skin closure was achieved using sutures. The patient was discharged to home on (B)(6) 2014. Concomitant procedure includes ileostomy closure and creation of a colostomy. On (B)(6) 2015, the patient was diagnosed with reducible parastomal hernia recurrence at right upper quadrant (ruq). The ae is clinically assessed to be of mild severity, possibly related to the study device and not related to the procedure and recovering/resolving. The reported adverse event does not meet the definition of an sae (serious adverse event).

Manufacturer narrative:
As reported, post implant of the xenmatrix, the patient was diagnosed with reducible parastomal hernia recurrence. The clinician has assessed the patient¿s postoperative course as possibly related to the study device and not related to the procedure and the ae is recovering/resolving. However, based on the information provided, no conclusion can be made. Hernia recurrence is a known inherent risk of surgery. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in june,2014.